Event description:
Related manufacturer reference number: 2017865-2023-42402 it was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold. It was also noted that patient experienced dizziness. The lead was capped and replaced on (B)(6) 2023. Patient's pacemaker was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.